Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: location unknown until analysis. Specific component(s) involved: pump drive unit malfunction. Additional text: thrombus. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : implant device type: lvad.